Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's results were not replicated in-house with returned and retention products of the reported lot. Returned and retention products were tested with hcg-negative urine from clinical donors. All devices produced expected negative results at the read time. False positive results were not observed during the investigation.

Event description:
It was reported that a patient arrived at the facility with symptoms of dizziness and abdominal pain and the doctor wanted to 'rule out etopic' pregnancy. She was a postpartum patient who gave birth in march. The hcg serum/urine stat test was administered resulting in a false positive, serum quant lab result <1 miu/ml. No treatment was given on discrepant result and there was no patient impact/outcome. Troubleshooting occurred with a review of shipping, handling, storage, and technique per pi; with an emphasis on either centrifuging, filtering, or allowing sample to settle to obtain clear specimen for testing.